Event description:
It was further communicated that the patient experienced a gradual decline in health related to age, debility, and chronic driveline infection. Infection was positive for methicillin-resistant staphylococcus aureus (mrsa). They were under the care of in-home hospice at the time of withdrawal and ultimately declined to the point that the left ventricular assist device (lvad) was the only thing keeping them alive, so the decision was made by the family to withdraw care and allow the patient to pass peacefully. Previous driveline infection events were reported under manufacturer report numbers 2916596-2023-02735 and 2916596-2023-08618.

Manufacturer narrative:
Section d4, model number, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away due to withdrawal of care. Device was functioning as intended at the time of withdrawal of care. No abnormal pump parameters were noted. The outcome was not considered device or therapy related. An autopsy would not be performed, and the pump would not be explanted.

Manufacturer narrative:
Section d4: expiration date and manufacture date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.